Event description:
MFR received a report from a consumer that while using the walker in the hallway, the right rear leg allegedly broke completely off causing consumer to fall. As a result of the incident, the consumer sustained a broken rib and bruises.